Event description:
Servo-I ventilator alarming and displaying a technical error 28. Ventilator still functioning, no change in patient status. Patient removed, vent shut off, turned back on and recalibrated. Passed calibration and error code resolved. Reached out to the maquet rep. And was told this is the process she would recommend. The error code is an audio alarm error and shutting the vent down and recalibrating it resets it. Yes, we did continue to use it as it calibrated properly and that was in line with what our vendor recommended. I put in an incident report just to track it in case it happened again. It is currently still on a patient in room. No further action required. Nuisance alarm. Maquet representative consulted, and ventilator was in proper working condition. No patient harm or status change.